Manufacturer narrative:
Concomitant medical products: product ID 97714 lot# serial# (B)(4) implanted: (B)(6) 2014 explanted: (B)(6) 2018 product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient reporting that during the call, pt mentioned they had a problem with their batteries so they were replaced by their doctor. Pt clarified that both of the ins batteries were just not holding a charge, which they noticed in (B)(6) 2018 just before they were replaced them. See related regulatory report# for patient's second implant: 3004209178-2018-06634.